Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage form the band, the port or the connector tubing."

Event description:
Company representative reported on behalf of a health professional an alleged "leak." The device was found to have a "leak" when the doctor removed less saline than should have been in the device. The device was removed and replaced with a back up device.